Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited a tear inside a leaking channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.